Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what shape was the clip? Some of the clips were malformated (not fully closed or one side over the other or did not close at all.) Did any clips fall into the patient? Yes. If yes, how were the clips removed? With the grasper or dissector forcep. Which firing of the device did this event occur on? Not specified. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing, the device could not apply firmly the clip or couldn't apply the clips on the cystic duct tissue at all. Some of the clips were not firmly attached on the tissue and some others had abnormal shape. The firing button was not locked. No patient consequences reported. Procedure was completed with same like device. Device was discarded.